Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the unit's service-side door hinges were loose. It is unknown how the hinges became loose and allowed for the reported leak. The technician re-secured the hinges to the unit, tested the unit to ensure a proper seal, and confirmed the unit was operating according to specification. The unit was returned the unit to service. Section 1 of the operator manual for the hamo vision multi-chamber washer/disinfector states, "warning - slipping hazard: to prevent slips, keep floors dry. Promptly clean up any spills or drippage." No additional issues have been reported.

Event description:
The user facility reported their hamo vision multi-chamber washer was leaking water. No report of injury or procedural delay or cancellation.